Manufacturer narrative:
Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site - vascular.

Event description:
It was reported that during a routine follow-up procedure, clogging occurred in a spaceoar kit. A second kit was utilized to complete the procedure. During the administration of the second kit, the gel was assessed as improperly placed as it did not appear to spread adequately. Post-procedure magnetic resonance imaging (MRI) imaging was performed to evaluate gel placement, which demonstrated a high-signal finding in the periprostatic venous plexus. No patient complications were reported.